Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was informed by the clinical sales representative (csr) that the surgeons were swapping between surgeon side consoles (ssc) when the issue happened. After the initial swap they had control of universal surgical manipulator (usm2) and usm3 when they thought it was usm3 and usm4. Csr explained that the system was working normally, and the issue was user related. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the reported, left grip not working, was confirmed and replicated. In system logs, the grip error was found indicating grip registering confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing during grip calibration. Once testing was completed, the grip levers and spring were tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The grip levers and spring were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm1) and usm2 grips would not open and close when the surgeon was controlling the surgeon side console (ssc2) master tool manipulator left (mtml). When the surgeon switched back to ssc1, usm1 and usm2 worked properly. The customer suspected a grip failure on ssc2 mtml. The procedure was completed as planned with no reported injury.